Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the option-lok male adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).